Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 01032543 case subject: npi error code 133.6080 on 8015bd unit account name: greeley health center account #: 10264623 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: brad motes contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on error code on 8015bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech needed help on error code 133.6080 on 8015bd units which is the backup speaker went out needs to be replace on unit. Confirm part number for backup speaker, transfer call to order mgr. To place order for part. Tech thank me for my assist.